Event description:
It was reported that a continuous glucose monitor (cgm) error occurred, specifically error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support informed the customer to wait 20 minutes after the pump came out of storage mode before starting a sensor session and provided instructions for a pump reset. Following the reset, the cgm error did not reappear, and the customer successfully started their sensor session.